Event description:
My first breast implant was on (B)(6) 2009 and after that I had two more surgeries due to capsular. I have been living in pain, breast deformation, double, and constantly swelling. No one knows or have an answer for me. My problems are allergan natrelle saline-filled. All my pain and suffering are only in my left breast. Waiting for my dr to order different test and the revision of another plastic surgeon. FDA safety report ID# (B)(4).